Event description:
It has been reported that a temporary fixation tack broke off while holding a vuelock plate in place. Tip of broken tack was explanted, a screw implanted in its place. Patient outcome: no adverse affect reported as a result of this event.